Event description:
The lead was capped on (B)(6) 2011. Due to the lead was fractured. The procedure took place at (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)